Manufacturer narrative:
Information was received via published literature. Evaluation summary: evaluation of the radiographs in the journal article identified that the patient's locking ring had not seated properly. Surgical notes were not provided. Attempts have been made to obtain additional information however no information has been received to date. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient was revised due to recurrent instability. It was noted that the locking ring was not properly seated.